Manufacturer narrative:
Carefusion file identification: (B)(4). Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device was evaluated by a carefusion (cfn) field service representative (fsr) and a leak was found in the patient circuit. Cfn fsr reported repairing the leak, running the est (extended self test), and the suspect device now meets factory specifications.

Event description:
The customer reported auto-cycling while using the avea ventilator. The issue occurred during patient use. The customer reported the suspect device was placed on the patient and within one minute the suspect device started to trigger a respiratory rate close to two hundred bpm (breaths per minute), and then the suspect device shut down and stopped delivering any rate. The customer reported the therapist was at the bedside, and the patient was immediately removed from the suspect device and was manually ventilated until another known good ventilator was replaced. The suspect device has been taken out of service. There are no known reports of patient consequence or harm associated with the event.